Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to ¿overheat extremely quickly and laser console was forced to standby mode¿. The procedure was completed with a turp. Patient outcome: ¿good¿.